Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter was opened and unsealed prior to use. Reports also stated retraction failure. No serious injury or medical intervention noted.

Manufacturer narrative:
3 samples were returned to bd. Observed one unit was partially open at both ends and 2 units were partially open at one end. No mechanical/physical damage was observed to the spring, needle hub or grip. There were no missing components or evidence of glue on the button or hub. The needle cover was removed, manually rotated the catheter tip 360 degrees, the catheter tubing did not ¿candy canned¿. The white button was depressed and the needle did retract meeting no resistance. Retraction was successful. The product characteristics require a minimum of 1/8¿ seal transfer. This characteristic was met. In addition the paper top web of the returned unit was analyzed under uv light. The glue used to seal the top and bottom webs is uv fluorescent. The analysis revealed an adequate of top web adhesive. No significant issues were found during the review of the device history record. The returned representative unit did not display any adverse characteristics that would contribute to the defect the customer experienced. The defect described in the event description could not be confirmed or replicated with the returned representative unit. The actual unit described in the incident report was not returned for evaluation.

Manufacturer narrative:
The initial MDR was submitted with an incorrect date received by manufacturer. The correct date received by manufacturer is 11/14/2017.